Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was no hole at the tip of the intermittent catheter upon opening the package.

Event description:
It was reported that there was no hole at the tip of the intermittent catheter upon opening the package.

Manufacturer narrative:
The reported event was confirmed manufacturing related. Visual evaluation noted 1 magic 3 go intermittent catheter received with no packaging. No burrs, nicks, sharps and flash were present on the catheter. However, no eyelets were present on the catheter. Therefore, product does not meet specifications. The potential root cause for the reported event is mechanical failure. The product was used for patient diagnostic or treatment. The product was affected by the reported event. The lot number was unknown; therefore, the device history record could not be reviewed. The labelling review was not required as it would not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.